Event description:
It was reported that during a colon resection procedure the device did not staple. The procedure was completed with suture. There was no patient consequence. There is no further information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.